Manufacturer narrative:
Two used samples were received for evaluation. A visual inspection was performed using the naked eye which revealed a crack at the body of the luer lock on each of the samples. White marks were observed at the cracked areas of both samples. Therefore, the reported condition was verified on the two used samples that were returned. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke. This issue was further described as the set suddenly breaking during priming. This issue occurred while priming the set prior to patient use. There was no patient involvement. No additional information is available.